Manufacturer narrative:
This facility reported that they were losing polyp specimens when using the econotrap dual chamber polyp trap during endoscope procedures. There was limited information provided by the facility. Medivators has been in contact with this facility, yet it is unknown how exactly they are using the polyptrap. They have been sent replacements for the reported affected lot and they have not contacted us since. No product has been sent back for additional analysis. The loss of polyp specimens could potentially impact patient treatment in delay of diagnosis. There have been no reported patient illness or injury as a result. This complaint will continue to be monitored within medivators complaint system.

Event description:
It was reported that this facility was losing polyp specimens during endoscopy procedures. The loss of specimens could potentially impact the patient in delay of patient diagnosis.